Manufacturer narrative:
Non-healthcare professional. Concomitant medical products: 4196-88 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) needed to be "moved over" but they had an infection and the infection was still draining. The patient indicated the physician was prepared to do the revision procedure and the device remains in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.